Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error and open book image on screen. Customer stated that the insulin pump did not receive any alarm before the open book image was displayed on the screen. Insulin pump got a low battery alert, she was not replaced the battery since she was at work and she had the picture of a book and an arrow. She replaced the battery but its not stopping. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to verify charge or battery lasts less than expected, perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Device received with pillowing keypad overlay, minor scratches on case and cracked case (battery tube).